Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and defibrillator conductor was fractured. It was noted that the defibrillation coil was distorted, there were several distorted conductors, the outer tubing was kinked/buckled and the outer tubing overlay cosmetic environmental stress cracking.

Event description:
It was reported that the lead had high impedance measurements and high threshold possibly due to radiation therapy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.